Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 26-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the dbs implant procedure the hcp found that the extension was cracked when they withdrew the lead's extension wire. The hcp used forceps to take the cracked extension wire out. The surgery was completed and the patient is in good condition. Additional information was received clarifying the lead was cracked, not the extension. The damage was found on the lead after it was implanted. The lead had not been explanted. It was unknown what diagnostics/troubleshooting was performed related to the issue. It was unknown what the cause of the event was. Additional information was received indicating that at the time of the report it was stated that the hcp found the guide wire was broken when pulling out the guide wire of the lead. Later, the doctor has taken out the broken guide wire with tweezers, that was, the original extension [lead] was still used and not replaced with a new one. As a result, there was no explantation.